Event description:
It was reported that the device would not power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure to power on. Physio replaced the main pcb assembly and battery to observe proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and observed a lock up failure. The test mock-up device was not able to power on properly and deliver defibrillation therapy. The cause of the failure was determined to be an ic chip, designator u17, on the main pcb assembly.